Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, the implantable cardioverter defibrillator exhibited myopotential non sustained ventricular oversensing. No intervention was performed. The patient would continued to be monitored.

Event description:
New information on 12/18/18 stated the device was reprogrammed successfully.